Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified peripheral artery. A 10.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmosphere for 10 seconds, the balloon ruptured. Device was completely removed from the patient's body. The procedure was competed with another of same device. No patient complications were reported.